Event description:
It was reported that shaft frost occurred.An Icepearl 2.1 CX 90 Degree Needle was selected for use. During the second freeze cycle, the needle frosted up the shaft. When the issue was identified, the physician placed sponges around the base of the skin and moistened them with warm water to protect the skin. At the end of the procedure, the skin was a little cold, but there were ultimately no patient complications as a result of this event.

Manufacturer narrative:
D3/G1: Tavor Building 1, Industrial Park; 2069203.Investigation results:Device History Record (DHR) Review:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A review of the Ice pearl 2.1 CX 90 Degree Needle device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Unable to Exclude Device Problem.

Event description:
IT WAS REPORTED THAT SHAFT FROST OCCURRED. AN ICEPEARL 2.1 CX 90 DEGREE NEEDLE WAS SELECTED FOR USE. DURING THE SECOND FREEZE CYCLE, THE NEEDLE FROSTED UP THE SHAFT. WHEN THE ISSUE WAS IDENTIFIED, THE PHYSICIAN PLACED SPONGES AROUND THE BASE OF THE SKIN AND MOISTENED THEM WITH WARM WATER TO PROTECT THE SKIN. AT THE END OF THE PROCEDURE, THE SKIN WAS A LITTLE COLD, BUT THERE WERE ULTIMATELY NO PATIENT COMPLICATIONS AS A RESULT OF THIS EVENT.

Manufacturer narrative:
D3/G1: TAVOR BUILDING 1, INDUSTRIAL PARK; 2069203.